Event description:
It was reported that upon reviewing transmitted stored egms, lead noise was observed. Further testing will be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes that the noise could not be reproduced in clinic. Programming changes were made to resolve the noise episodes.